Event description:
The reporter stated that the time on a recently installed loaner acuity system was one hour slow after daylight savings occurred. They called welch allyn tech support for assistance in resetting the clock. Tech support reset the system clock. The customer did not indicate any patient adverse event or adverse patient impact.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. See scanned page.